Event description:
This lv lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2018 due to infection. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).